Event description:
A report was received that the patient had an x-ray confirming that the ipg had shifted further into the pocket, therefore, having a lot of trouble charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1200 (sn (B)(4)). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient had an x-ray confirming that the ipg had shifted further into the pocket, therefore, having a lot of trouble charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.